Event description:
Implantable power port MRI airguard chronoflex 8 fr 1 lumen had to be explanted. Catheter was not intact. Pt had to be sent to tertiary care center for interventional radiology to remove catheter. Serial no, model/cat no: (B)(4), MFR: cr bard / access systems, implanted on (B)(6) 2011, lot reve0991 #1808000.